Event description:
It was reported that during production using the 100 ml yellow cadd cassettes (pn 21-7300-24), a 100% visual inspection identified two cassettes with particles. The majority of the cassettes used were from lot #6092860; however, since units from other lots were also used, it is not possible to specify a single lot. Lot #6092860 has already been filed under a previous complaint ((B)(4)), and lot #6116309 has also been filed under a previous complaint ((B)(4)). These cassettes are used by integradose for the delivery of the controlled substances fentanyl citrate and ropivacaine hcl; therefore, we are unable to return the product. The particle appears similar to those previously observed at integradose. Sample photo and video were provided.

Manufacturer narrative:
D4 lot#: possible lot numbers 6092860, 6116309, 6116313. H3: no product was returned but one video and one photo were attached to the complaint. In the video and photo, a particle was detected in the fluid path. According to video and photo received, the failure mode ¿a0226 - particulate inside the fluid path¿ was confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.